Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that all keypad buttons were intermittently unresponsive. It was noted that the keypad cover had fallen off of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/06/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:the keypad cover was found to be missing. During testing, the up arrow and contrast keypad buttons were unresponsive; the down arrow and ok buttons responded appropriately. The button contacts were found to be missing and the flex traces were found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.